Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. All other lead measurements were within normal limits. There was no evidence of noise. An echocardiogram did not identify any lead abnormalities. A lead dislodgement is suspected but could not be confirmed with x-ray. The patient is fine but was hospitalized for pending further testing specific to lead tip location.